Event description:
It was reported, the customer experienced elevated blood glucose levels (247 mg/dl). Troubleshooting was performed and pump passed delivery system check.

Manufacturer narrative:
No product returning for eval. Should new info become available a follow up report will be submitted.